Event description:
It was reported that an intensive care unit (ICU) patient ventilating on synchronized intermittent mandatory ventilation/volume control(simv/vc) was changed over to pressure support ventilation (psv). During this time, it was reported that there was trouble with the ventilator auto triggering - it would deliver very small tidal volumes (approx. 20 mls) at a very high respiratory rate. There was no reported harm to the patient, who remained hemodynamically stable throughout. The ventilator was removed from the patient as the staff reportedly could not stop the ventilator from auto triggering. When this ventilator was turned off and then back on, the error reading was: "service required. Serial number mismatch." The patient was reconnected to another ventilator with no further issues and had a normal respiratory rate (rr). There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).